Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the probe did not cut during retinal detachment surgery. But it did aspirate. The surgery was completed by changing the probe. There was no patient harm.

Manufacturer narrative:
Two opened probes were received, with tip protectors. Sample one: the sample was visually inspected and found to be nonconforming with the probe needle bent, orange/brown foreign material on the port face and welded cap and white foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at several locations along the inner cutter. Sample two: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe sample two was found to be functionally conforming, therefore as described in the complaint was not confirmed on returned probe sample two and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation does not confirm that returned probe sample one had a cut failure, the evaluation indicates the probe sample one had an actuation failure. The cut functionality of the probe sample one was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The most likely cause for the actuation failure observed on returned probe sample one is from the bent needle and bent inner cutter if this condition is present. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported cut failure was not confirmed on both returned probe samples, and an exact root cause for the bent needle and the bent inner cutter observed on returned probe sample one could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.10. As per the new information, product lot number and occurrence was updated. The manufacturer internal reference number is: (B)(4).